Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and clip tests. The instrument moved intuitively with full range of motion in all directions. The grip clips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional. The instrument was found to have a broken luer plate. The instrument¿s housing was removed and the luer plate was found to be broken. This caused rattling inside main body.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) isi did not receive the medium-large clip applier instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument had a clipping issue and would not clamp. A rattling sound was heard inside the instrument's housing. No known impact or patient consequence was reported.